Event description:
It was reported that bd monoject syringe set had foreign matter the following information was received by the initial reporter with the following verbatim. It was reported by the customer that there was noticeable greasy/oily residue on the inside of each bag and a dead bug on top of the bags. Also, an excessive amount of oil inside the syringe.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
The customer reported greasy/oily residue on material 8881135609, lots 2430303964 & 2429800464, and returned a box of unused samples as well as photo evidence. Upon initial visual examination, the sets verified the failure mode of dirty/sticky syringes. The photos were also helpful in verifying the failure. The supplier of the components were contacted about the failure. The supplier was notified and is aware of the failure. No further investigation details are available from the supplier. Device history record review is owned and conducted by the supplier. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.